Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. The new generator required a lead adapter to be used with the right ventricular lead, but the physician over-tightened the adapter which caused the lead connector pin to crack. The lead damage was not discovered at the time of the procedure. Three adapters were attempted to be used, and there were no allegations of malfunction of the adapters. One adapter failed to connect to the lead as it was difficult to get the screw to connect and secure the lead, and the connection was loose. The next adapter failed as the screw fell out of the adapter. The third adapter was able to connect. After the patient left the procedure room, it was noted that the right ventricular lead was intermittently failing to capture when the patient moved. When the patient stood up, the connector pin was unable to connect with the adapter and device, which caused loss of pacing. The patient was brought back to the procedure room, where it was noted that the lead connector pin looked shorter than expected, and it was realized that the lead had been damaged during the previous procedure. The lead was capped and replaced, and the patient left the lab with no issues and was in stable condition.